Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation an subsequent death was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, the patient expired. The ablation catheter was placed in the his as a reference and transseptal puncture was performed. Immediately after the transseptal puncture, contrast was noted in a coronary artery and the patient experienced cardiopulmonary arrest. An echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was unsuccessfully performed and the patient expired. There were no performance issues with any sjm device.